Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently. The CT revealed that the left iliac artery that was distal to the stent graft was perforated/ruptured. The physician performed a cut down on the left femoral artery, implanted another manufacturer¿s 12 mm occlusion device (amplatzer plug) in the left hypogastric, and extended the existing endurant 16 mm stent graft with an endurant. The ruptured iliac artery was excluded. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.